Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use, the image of the subject device disappeared when the endoscope was connected. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. The subject device has been manufactured for more than 13 years, and it is presumed that the electrical connection becomes unstable due to aging deterioration due to friction caused by repeated attachment and detachment of the scope, and the image signal from the endoscope cannot be transmitted correctly to the video processor. If additional information becomes available, this report will be supplemented.